Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right ventricular (rv) lead exhibited noise oversensing, resulting in pacing inhibition. No intervention was made. There were no patient consequences reported.